Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that the ventilator display froze at the six picture screen. There was no patient involvement.

Manufacturer narrative:
Product analysis #(B)(4) :the customer report of a screen freeze was duplicated. The sbc board was placed into a test unit and failed post. The six image splash screen was observed during post. The issue can be cleared by power cycling the uut ~100 power cycles. This issue is a known issued caused by the processor u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc pcba's with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure. Refer to: CAPA (B)(4) attachment title "ht70 risk management peer review" pg4,line 2 of summary of main decision's chart.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen. There was no patient involvement. Medtronic was not authorized to evaluate/service the device.

Manufacturer narrative:
Added return date as it was initially available at the time of supplemental report #001. Report source-literature should not have been selected in supplemental report #001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen. There was no patient involvement. To address the issue, the single board computer (sbc) board was replaced. The sbc board was returned to medtronic/covidien and an investigation was performed. The reported condition was confirmed.